Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, the battery compartment was found to be cracked. A leak test was performed and a leak was found at the battery compartment crack. Internal moisture damage was found due to the crack. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged and that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.